Event description:
The carrier broke 'just distal' to the extension carrier piece. The hcp used a different companies tunneler to finish the case. No pt symptoms or outcome was reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.